Event description:
One pass was made with a retriever to treat a basilar artery occlusion. During the procedure an intercranial hemorrhage and a vessel perforation were detected at the right posterior communicating artery. No other information was provided.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, vessel perforation and hemorrhage are noted in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
One pass was made with a retriever to treat a basilar artery occlusion. During the procedure an intercranial hemorrhage and a vessel perforation were detected at the right posterior communicating artery. No other information was provided.